Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore a lot history review was performed. The device was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dr13582 pta balloon dilatation catheter allegedly experienced break and material rupture. This report was received from one source. One patient was involved with no patient contact. The patients¿ age, weight, and gender were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dr13582 pta balloon dilatation catheter allegedly experienced break and material rupture. This report was received from one source. One patient was involved with no patient contact. The patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore a lot history review was performed. The device was returned for evaluation. The investigation is unconfirmed for balloon rupture. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.